Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], tingling in hands, arms, legs and feet [paraesthesia], pain in hands, arms, legs and feet [pain in extremity], numbness in hands and arms [hypoaesthesia], spasms in hands, arms, legs and feet [muscle spasms], zinc toxicity [metal poisoning], extensive nerve damage ]nerve injury], weakness in legs and feet [muscular weakness]. An attorney reported that their client, (B)(6) year old male, used fixodent denture adhesive, version unk cream beginning 1980 to present and super poligrip denture adhesive cream beginning 1980 to 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, tingling in hands, arms, legs and feet, pain in hands, arms, legs and feet, numbness in hands and arms, spasms in hands, arms, legs and feet, zinc toxicity, extensive nerve damage, weakness in legs and feet. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided. Dose, frequency and route used: unk, intraoral.